Event description:
It was reported to hp that the doctor entered the pt's room and noticed a flat line on the bedside display. The staff noticed that the lead was off. The central station was not indicating a leads off condition. The lead was reapplied and clinical engineering was called.